Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical help due to high blood glucose (bg) levels (readings unknown) after wearing the pod on the arm between 4 and 24 hours. The patient noticed the pod had fallen off, dislodging the cannula from the infusion site.